Event description:
The reporter indicated the injector plunger overrode and tore a 22.5 diopter cc4204a collamer aspheric single piece lens and there was no pt contact. The reporter indicated the surgeon felt the injector was defective.

Manufacturer narrative:
(B)(4). The product pertaining to this complaint was not returned for eval. However, the lens was returned and visual inspection found the lens optic torn and a piece of one haptic torn off and missing. The lens was returned dry and there was evidence of dark surgical residue. Method (other): lens work order search. Results (other) - a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (no conclusion can be drawn): based on the complaint history and work order search and the eval of the returned product, a specific root cause of the event could not be determined. (B)(4).